Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy with moisture) issue. It was alleged that the display was cloudy and there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/18/2017 with the following findings: during visual inspection of the pump, it was observed that there was moisture corrosion was found on the printed circuit board and the continuous glucose module. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and there was evidence of moisture corrosion in the compartment. The investigation was unable to confirm the initial complaint about the display being cloudy because the display test passed. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.